Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while inserting the vision stent delivery system (sds) through the copilot valve, the stent dislodged and stayed inside the valve. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering has reviewed the case description. The reported difficulty may be due to, but not limited to, manufacturing, interaction with other devices, doctor technique, and having one of the copilot valves partially opened when advancing and removing the associative device. A conclusive root cause could not be determined for the reported dislodgement.